Event description:
Medtronic received info that during use of this affinity oxygenator, the device "exploded." It was reported that high pressure was observed 5 mins after use of the device at the outlet of the gas exchanger. This caused a collapse of the pump body. It was reported that clotting factors were within normal limits; there was no evidence of kinking of the cannula. The pt was reported to have been adequately heparinized. As a result of the event, the pt experienced significant blood loss and went into shock, requiring medical intervention to stabilize the pt. The pt remained in a coma for 6 days, and required a lengthened hospital stay. The current status of the pt is unk at this time. At this time, the product has not been returned for analysis.

Manufacturer narrative:
(B)(4): evaluation: other: device history has not been reviewed. Results: device history has not been reviewed. The device has not been returned for analysis and the lot number of the product was unavailable. Conclusion: cause of event cannot be determined. Analysis: no product has been returned for analysis and the lot number of the device is unk at this time. Device history review is dependent on the availability of the lot number, and therefore, has not been performed. Conclusion: based on the limited info made available at this time, the cause of event cannot be determined. Should additional info be provided, this event will be updated, and a supplemental report filed.